Event description:
The customer reported that he experienced high bg's (greater than 500mg/dl) "as a result of the cannula not inserting". While in the process of activating this pod, no "click" was heard to indicate that the cannula had inserted; when the pod was removed and inspected, "no cannula extension" was seen. The pod will be returned for evaluation.

Manufacturer narrative:
The customer stated that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and have deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.